Event description:
It was reported that during a device replacement (B)(6) 2017, the riata lead had recorded historically low impedance measurements but had remained in-range with measured pacing lead impedances, the physician elected to cap and replace the lead prophylactically during the procedure. The patient remained stable before, during, and after the procedure and will continue to be monitored.